Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) in the 1000s and the patient endorsed dark colored urine and fatigue. Pump thrombosis was suspected and a urinalysis was pending. Log file review captured a series of power and flow elevations on (B)(6) 2022 and based on patient symptoms and clinical information, it was possible that there was build-up in the pump. There were no other unusual events recorded in the log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(4), and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established through this evaluation. The system controller log file contained data from (B)(6) 2022 19:32:02 through (B)(6) 2022 15:05:38, per the time stamps. Transient elevations in pump power and flow were observed on (B)(6) 2022, with values ranging from 9.6 -15.9 watts and 9.8 -12.0 lpm, respectively. Some of these elevations also appeared to be associated with pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hmii lvas, serial number (B)(4). The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Entitled ¿introduction¿, lists potential adverse events including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. The IFU also outline indications of pump thrombosis and how to respond to such events. Under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Additionally, the patient handbook also contains a section on handling emergencies. Furthermore, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(4)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.